Event description:
Additional information received from the patient reported that she had notified her primary care physician (pcp) and urologist on (B)(6) 2014, (B)(6) 2015, and (B)(6) 2016. The cause of the reported infections and e.coli in the urine was unknown. There was still e. Coli in the urine. In (B)(6) 2015 and the patient had a urinary tract infection (uti) and had e.coli in the urine since. Previous to (B)(6) 2015 she had uti's about 1 to 2 times a year but did not recall. The patient stayed in a hospital from (B)(6) 2015, had IV antibiotics, a peripherally inserted central catheter, and stayed in the hospital from (B)(6) 2016. A healthcare professional (hcp) later reported that the patient was last seen on (B)(6) 2015 and the battery was "dead." The patient had been calling wanting surgery to have the device removed.

Event description:
Additional information was received from a patient. It was reported the dates of their prior infections were unknown, and no actions were performed regarding the infections "unless symptoms."

Event description:
The patient reported since she got the device she has had problems with infections and getting rid of infections and asked if the device could cause this. The patient was having problems with e.coli in her urine. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.